Manufacturer narrative:
H10 : a search for non-conformances associated with the reported part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was stated to be available for return to the manufacturer for evaluation but has not yet been returned. However, images were provided. The investigation is ongoing. Upon completion of the investigation, a supplemental MDR will be submitted.

Event description:
As reported: the representative pulled a hydrocoil out of the box prior to a case. The hydrocoil package had a red rejected sticker on the back of the coil plastic packing. There was no other sticker or label noted on the box or exterior packaging of the coil. No other packages were found with a similar sticker. The sterile plastic packing was intact. The coil was never presented to a customer or used with a patient, no patient involvement. Although requested, no other information was made available.

Manufacturer narrative:
Investigation findings: items received: 2 provided images of the reported azur-35 detachable hydro coil system packaging; azur-35 detachable hydro coil system. Items not received: n/a. Two images of the product pouch were provided for review. It can be observed that a red "rejected" sticker was present on the back of the product pouch. No abnormalities were observed on the front of the product pouch. The product pouch seals appeared intact. The device was returned and the red "rejected" sticker was present on the back of the product pouch as seen in the customer provided images. No "reject" stickers were observed on the outer product packaging, which is consistent with the information provided in the event description. Investigation conclusion: the investigation of the returned device found a red "rejected" sticker to be present on the back of the product pouch, which is consistent with the alleged product issue and the condition observed on the provided images. No ¿rejected¿ stickers/labels were observed on the outer product packaging. No abnormalities were observed on the front of the product pouch and the product pouch seals were intact.

Event description:
No additional information was received.